Event description:
The customer reported to olympus while using the evis lucera gastrointestinal videoscope, the image is blurry and there was amplification failure. The event was reported during inspection, before use. There was no harm or injury associated with this event. The patient was not under sedation, and there was no procedural delay. The facility finished the procedure using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. The image was blurry due to defective charged coupled device unit. Additional findings are as follows: the switch 1 button had leakage, the adhesive of the bending cover was damaged, the bending cover was aged and swelled; the switches did not work; the electrical connector and scope cover were immersed, and the water could be dropped; the suction port was worn; the light guide tube was wrinkled; the protector was aged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device unit was broken while the user was handling the device, which led to the suggested event. The event can prevented by following the instructions for use: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.